Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to replicate the customer experience of the programmer overheating. However, the error logs confirmed that an overheat event did occur. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would show an overheating sign and advised to turn off. The programmer was returned for service. No patient complications have been reported as a result of this event.